Manufacturer narrative:
The insulin pump passed the displacement test, rewind, and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The occlusion test and excessive no delivery alarm test could not be performed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had a scratched case, cracked reservoir tube lip, a missing end cap sticker and minor scratches on the display window.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.